Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31july2019. The manufacturer¿s international service technician confirmed the reported issue. Speaker which connected to pm pcba side had sounding failure. Speaker #2 was replaced to resolve the issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the a primary alarm failed error occurred immediately after start of using. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.